Event description:
2 needlesticks occurred. One on the day of the event and another on the day after the event to two rn's. Both incidents occurred in a hosp where assistance was being given to a diabetic pt using an insulin pen. Needlesticks occurred during the reshielding of the pen needle. Medical attention was given in the hosp ER (immune globulin). Pt has tested positive for hep c.